Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. Correction in d9 date received by manufacturer and h3 device returned. Additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of lamp button not working properly and the spare lamp glowing dimly was confirmed. Front panel all light-emitting diodes are blinking was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: s-socket found damage hence needs replacement, lens base found damage hence needs replacement, corrosion found on the chassis & top cover, tank socket found corroded and lamp label is visible. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that the buttons malfunction was caused by a failure of the front panel and the spare lamp malfunction due to the foggy lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation but is expected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii xenon light source had a front panel light-emitting diode blinking intermediately and the lamp on/off button was not working properly. The issue was found at maintenance, there was no procedural involvement. There were no reports of patient harm.